Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a login failure. A field service engineer discovered that all the errors were caused by the hard drive being full. This issue was resolved by reimaging the device by the fse. The repairs were confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a login failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.